Manufacturer narrative:
Field service (fs) investigated the issue on site. Fs troubleshooting included replacing the wash zone probe. There have been no further reports of discrepant results since the probe was replaced. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6) analyzer. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive alinity I total b-hcg results on two patients. The following results were provided: (B)(6) 2024 = 66.91 / repeated on (B)(6) 2024 = <1.2 iu/l (B)(6) 2024 = 252.76 / repeated on (B)(6) 2024 = <1.2 iu/l no impact to patient management was reported.